Event description:
It was reported that a spectrum infusion pump was not recognizing a closed door. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does recognize a closed door" cause by the upper door hook broken from the door. The door was replaced to correct this condition.